Manufacturer narrative:
Continuation of d10: product ID: afapro28 product type: balloon catheter. Product ID: 900304, product type: integrated dilator/needle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the patient had profound hypotension after the last ablation. The case was completed with cryo. No effusion was observed on intracardiac echocardiography (ice). It was then reported that a pulse was not detected, requiring cardiopulmonary resuscitation to be performed on the patient. During compressions, a pulse returned and the patient stabilized. A transthoracic echocardiogram was then performed and again, no effusion was observed. The patient was intubated and monitored for a period of time with labile blood pressures. A chest computerized tomography (CT) scan was performed and the results were negative. The patient remained intubated in the intensive care unit (ICU) until the following day, and was discharged without any deficit two days later. No further patient complications have been reported as a result of this event.